Event description:
On (B)(6) 2013, the pt underwent a trial procedure. On (B)(6) 2013, the pt began to experience a burning sensation at the lead site on the right side. On (B)(6) 2013, the pt met with his doctor and the lead on the right side was found to be out of the pt's skin. In turn, the pt was only receiving therapy on the left side. On (B)(6) 2013, the pt's leads were removed and the pt plans to move forward with a permanent implant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.